Event description:
On (B)(6) 2010, the patient's wife reported that when she attached the patient's insulin infusion set tubing to his infusion device, the connection was not tight and insulin spilled over the side. She said the infusion set luer appears to be warped. She attached another tubing and successfully primed. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare propositional or second party to address the issue. The infusion set was requested to be returned for evaluation.